Event description:
It was reported that the left cylinder of the spectra concealable penile prosthesis (spp) was removed due to incision not healing after original surgery. The patient was implanted with a new left cylinder spp. Additional information received stated that the incision was located in the scrotum. The patient is doing fine procedure.